Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
High impedance, > 2000 ohms was reported, in addition to interference, oversensing and inappropriate shocks. The patient reported the "wire broke" and shocked him 13 times. The lead was replaced. No further patient complications have been reported as a result of this event. An attorney alleges the patient sustained injuries due to the 'failed' lead, and received numerous shocks.